Manufacturer narrative:
(B)(6). Investigation summary bd had not received samples, but five(5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect on the cap and underfill was observed. Additionally, thirty(30) retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of molding defect and underfill was not observed. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of molding defect and underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes two tubes were underfilled and presented molding issues on the caps. There was no patient impact reported.